Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was implanted prophylactically in an unknown stent graft system during the treatment of an abdominal aortic aneurysm. Each stent graft was oversized by 40% due to anatomy. It was reported during the index procedure the endoanchors were implanted by passing through 2 stent graft layers resulting in a challenging placement of endoanchors with a lot of stent in the way. During the procedure half of an endoanchor became stuck in the applier. The applier was discarded and a second applier used to complete the procedure. Per the physician the cause of the fracture is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis: the applier, cassette, an endoanchor and a fractured section of an endoanchor were returned for evaluation. There was no deformation observed to the applier. No endoanchor was visible fully loaded in the applier housing. Seven portholes were open on the cassette. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 7.36v. A new battery was attached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax05 battery low detection, 0bx08 ready again, 0cx07 drive motor operation time-out, 00x17 fatal. The device was restarted in factory mode with the blue error light on, forward light on, back light flashing. An endoanchor was loaded and deployed with no abnormality noted confirming the applier functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.